Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The review of the device history record (DHR) for the device showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Manufacturing year 2016. A review of the system history records shows there has been events of unstable temperatures where the laser is located causing reports of optical coherence tomography issues. Those reports never had information of patient related complications. It was reported by applications support manager that all training and certification processes were within compliance. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that procedure had no complications during docking, but had a suction loss during fragmentation. Surgeon did not re-dock the patient and just moved over into the surgery suite (theater). The capsulotomy was completed and removed with no issues. He performed hydrodisection and began to remove the lens with divide and conquer. During lens extraction he noticed a capsular tear at a position of 3¿ oclock¿ anteriorly propagating and transecting to the posterior capsule. He performed an anterior vitrectomy and placed the iol (ar40e 21.5d, sn (B)(4)) in the sulcus. Patient came back (B)(6) for a repositioning of the iol after it had decentered. Visual acuity is slowly improving. Patient cataract was graded as a 2. Dilation protocol used: oxybuprocaine 0,4% + tropicamide 0,5% + phenylephrine hcl 10%; tropicamide 0,5% + phenylephrine hcl 10% (after 10 min.); (tropicamide 0,5% + phenylephrine hcl 10%) as required before entering the o.r. Post op: uncorrected visual acuity day 1: 0,16; best corrected visual acuity (B)(6) : 0,85; refraction: +0,5 -0,5 x 35°; post op drugs: topical voltaren (diclofenac) x 3 and maxidex (dexamethasone) x 5 daily for 3 weeks; no further complications. This report is to capture the capsule tear that required a vitrectomy. A separate report is being submitted for the product problem of suction loss while laser firing during the fragmentation and a third report is being submitted for the iol that required a reposition procedure after being decentered.